Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. The customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Reportedly, the customer continued to use the pump for insulin therapy.